Event description:
The sensormedics customer reported that the 3100a ventilator did not meet a performance specification. During the performance check, the delta p was reading 45 cm h20. It should be 65 cm h20 minimum. There was no pt involvement.